Event description:
It was reported that in the palliative care department. The catheter self-expelled from the patient when the patient was washed. Once out of the patient the staff noticed the inflation of the balloon was asymmetric. A second catheter, from the same lot number was going to be inserted in the patient but during the test of the balloon the staff observed the same issue. No consequence reported.

Manufacturer narrative:
Qn# (B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. An actual sample was returned for investigation. The sample was carefully removed from the polybag and visual inspection conducted showed no abnormalities and design irregularities on the products. Based on the complaint description, it was reported that noticed the inflation of the balloon was asymmetric. The actual sample was then tested by inflating with l0ml of water. The balloon was then inspected for symmetry ratio. The acceptable limit for balloon asymmetry is based on 1:3. Based on the result table 1, the sample balloon is within the acceptable ratio. In manufacturing, the asymmetry balloon is inspected 100% during balloon inspection. Balloon which are over passing ratio of 1:3 will be culled out from the batch. Based on experienced, balloon asymmetry could happen due to uneven balloon wall thickness, insufficient volume of inflation medium or uneven bonding length. However, there is no adverse effect resulted from the failure in terms of position retention and drainage flow rate. In our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. Based on the above investigation conducted, the unsymmetrical ratio as reported was found to be in the acceptable limit. The ratio obtained was within the specification. Therefore, this complaint could not be confirmed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that in the palliative care department. The catheter self-expelled from the patient when the patient was washed. Once out of the patient the staff noticed the inflation of the balloon was asymmetric. A second catheter, from the same lot number was going to be inserted in the patient but during the test of the balloon the staff observed the same issue. No consequence reported.